Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 40 mg/dl and 36 mg/dl at the time of incident. The customer was treated with food and orange juice. Customer also stated that she was constantly having to change out the batteries and the battery cap was cracked or broken. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not allege, insulin pump was over delivering. Customer stated that the drive support cap appears was normal. The customer was assisted with troubleshooting for low blood glucose. Device will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had stripped battery cap coin slot (p), broken battery tube threads. (B)(4).